Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised due to an infection.

Event description:
It was reported that patient was revised due to an infection.

Manufacturer narrative:
An event regarding infection involving a triathlon #5 ps insert 11mm was reported. The event was not confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.